Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) underinfused during a patient infusion. The device had been filled with 288ml of an unspecified medication for a 24 hour infusion time. After 24 hours, when the patient arrived for withdrawal of the infusor, an unspecified volume remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 30, 2020 - january 31, 2020. H10: the device was received for evaluation containing 126ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.